Manufacturer narrative:
Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down. The initial report indicated that the event did not occur during surgery. However, additional information received at a later date indicated that the system did shut down during surgery. The case was completed, but how it was completed was not described. There was no harm to the patient reported.